Event description:
It has been reported to philips that the monitor disabled etco2 during patient use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient information updated following receipt of medwatch mw5156216.